Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the lifts arm tube assembly is bent. Dealer stated he was not sure how the user did it, not sure if the arm caught on something.